Event description:
The dexcom g7 sensor wire is stuck in my arm. It became separated when changing. Apparently this a very common thing to happen. Solution is an x-ray to locate the sensor wire in your arm and then have an incision made and then removed. I have been trying to deal with dexcom. There are several other design flaws that have negatively impacted my health. Inserted date: (B)(6) 2024. Acupressure wrist bands for motion sickness as needed.